Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico

Event description:
Reference number (B)(4). Event occurred in mexico it was reported that patient faced infusion set occlusion at tubing event on 07-aug-2024. No further information was available.